Event description:
It was reported that "during surgery an arc jumped from the insulative sheath of the es active accessory electrode to the pt and caused a minor burn." It was also stated that "the surgeon had used a short length of "red robin" catheter tubing as an extension to the insulative sheath of the electrode. The arc occurred at the junction point of the catheter tubing and the insulative sheath on the electrode."